Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device had a missing probe tip. A definitive root cause could not be identified. Based on the results of the investigation, it is likely a stress problem led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unspecified gynecology related procedure; a piece of the subject device broke off in the patient's abdominal cavity and was retrieved. There were no further reports of patient harm.